Event description:
It was reported that a malfunction occurred on the customer's pump with a malfunction code displayed as malf 16. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the caller with resetting the pump, but the issue recurred, prompting a decision to replace the pump. The customer was informed about using multiple daily injections (mdi) as a backup therapy and was provided with instructions to return the faulty pump to tandem. Technical support confirmed the shipping address and dispatched a replacement pump without requiring a delivery signature. The customer was advised on programming their settings into the new pump and connecting their continuous glucose monitor (cgm).